Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when injecting the agent, liquid was leaking from between the connector at the tip and the tube. The leakage still occurred even when injected slowly. The event occurred during priming. There was no patient involvement.